Event description:
The device was operating properly when all of a sudden, there was an unusual sound and then the device stopped working. Another device was hooked up to the esu and it operated with no further issues. There was no patient harm as a result of this incident.